Event description:
The following results were obtained from the same device within 2 minutes: 370mg/dl and 149mg/dl. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.